Event description:
The complainant reported that the clinicians were performing a procedure on a patient (age, gender and weight unknown). A zebra guidewire was inserted through the ultratome for cannulation. Upon completion of this procedure, when the wire was removed from the system, the clinicians observed that the wire sheath had peeled off throughout the length of the guidewire. The complainant reported that there was no adverse affect to the patient as a result of the reported malfunction, and the patient's condition was reported as "okay".

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3913.

Manufacturer narrative:
The device was returned and evaluation of the zebra guidewire was performed. This customer complaint was confirmed. The peeling of the ptfe sheath was verified along the entire length of the guidewire. No other defects were observed on the device. The device's ptfe jacket was found to be sheared in multiple locations; there were no material anomalies observed with the ptfe jacket that would have caused or contributed to the shearing. Based upon the multiple locations and appearance of the sheared ptfe, the shearing was probably caused by a sharp object, although the exact root cause cannot be definitively determined based on the available information. Because the catheter was not returned for evaluation with the guidewire, it cannot be determined how the failure occurred. The directions for use for this products advises the user of the following: "do not manipulate, advance and/or withdraw the guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the guidewire. Extreme caution should be observed when used with a one-wall puncture style needle"". A review of the device history record for the pertinent lot was performed, no anomalies were noted. A search of the complaint database revealed no additional similar complaints reported for this lot number.